Event description:
It was reported to olympus that the guide pin broke on a telescope. It is unknown when the reported issue was found. There was no injury or health damage due to the reported event.

Manufacturer narrative:
The device was returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, and corrections to g2 and h4. H4: the manufacturing date is unknown, as the lot number of the device was unable to be confirmed. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found the serial number ring has faded. The device history record was unable to be reviewed for this device since the lot number was unable to be confirmed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the broken guide pin was due to the use of excessive force by the customer. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained. Please see updates to b5, e1, e2, e3, and h10.

Event description:
Additional information was received which confirmed the device was being used for an internal product training. The device was inspected prior to use.